Event description:
On (B)(6) 2025, a 54-year-old male patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. During the thrombectomy, the radiopaque tip of the revcore thrombectomy catheter (revcore) detached from the catheter. The radiopaque tip remained on the guidewire and was able to be successfully removed. The procedure was completed without further issues.

Manufacturer narrative:
The revcore thrombectomy catheter (revcore) was returned to the manufacturer and evaluated. Visual inspection confirmed the revcore distal tip had separated from the catheter. The tip and catheter were observed under microscopic imaging, which revealed cured adhesives on both mating surfaces. As cured adhesive was observed, the failure is unlikely the result of deficiencies in the manufacturing process. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The tip separated at the customer's site likely due to excessive force applied to the device while the device was likely caught in particularly torturous anatomy. The device labeling includes the following warning: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." The manufacturer's reference number: (B)(4).

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device a full evaluation will be completed. Manufacturer reference number (B)(4).

Event description:
On (B)(6) 2025, a 54-year-old male patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. During the thrombectomy, the radiopaque tip of the revcore thrombectomy catheter (revcore) detached from the catheter. The radiopaque tip remained on the guidewire and was able to be successfully removed. The procedure was completed without further issues.